Event description:
On 08/11/2023, this patient on peritoneal dialysis (pd) reported they had an infection when placing a call to order ancillary supplies/bleach wipes. There were no reported allegations of any issues with the fresenius products in relation to the infection. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was experiencing abdominal pain. As a result, on (B)(6) 2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the patient¿s pd culture grew the bacteria enterobacter cloacae, and the patient was diagnosed with peritonitis. The patient was treated with intra-peritoneal (ip) antibiotic therapy with ceftazidime (per clinic protocol) on an outpatient basis. The nurse stated the patient continues pd therapy with the same cycler and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient breach in aseptic technique during the pd exchange.